Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "not able to remove the implant from the box, and it was stuck at the bottom of the box". The device was not implanted. The device will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: not observed through visual inspection. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "not able to remove the implant from the box, and it was stuck at the bottom of the box". The device was not implanted. The device will be returned.